Event description:
In 2005 a pt underwent a kidney transplant procedure. The pt was taken back to surgery the 2nd day for wound dehiscense. Reportedly a surgipro suture had been used for the initial wound closure. The surgipro suture was found to be unraveled when the pt's incision was re-opened.